Event description:
Olympus was informed that during a therapeutic endoscopic polypectomy of the colon procedure, the patient sustained a colon perforation and suffered from severe bleeding after the operating surgeon coagulated some bleeding points. The perforation was subsequently treated by application of unspecified clips and an antibiotic was administered to the patient. Furthermore, it was reported that there was no malfunction of the overall system, the intended procedure was completed by using the same set of equipment and the patient was hospitalized for six days.

Manufacturer narrative:
Correction: date of this report.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation as there was no alleged malfunction and the device is still being used by the user facility. Furthermore, the unspecified rotatable snare from third party manufacturer boston scientific was reportedly discarded by the user facility after the procedure. However, the esg-100 electrosurgical unit was inspected at the user facility by an olympus field service engineer and found to be functioning correctly. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. The case will be closed from olympus side with no further actions but the incident/phenomenon will be recorded for trending and surveillance purposes. Olympus submits this incident as a medical device report (MDR) in abundance of caution.